Event description:
It was reported that there was premature battery depletion. It was noted that there were high programmed lv (left ventricular) outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 419678 implantable pacing lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).